Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 406 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also report that the insulin pump had this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the self-test and displacement test. The customer also report the insulin flow block alarm and customer state that the issue was resolved by complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.